Manufacturer narrative:
Fax number: (B)(6). Zip code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "reactive aspect lymph nodes in the right axillary region".

Event description:
Healthcare provider reported ¿hardened breast with painful on palpation, implant in higher position ¿ contracture¿ "reactive aspect lymph nodes in the right axillary region" for the right side. Additionally, healthcare provider confirmed capsular contracture, baker grade ii. Device has been explanted.